Event description:
The companion 2 driver was not in use by a patient. The customer reported that the companion 2 driver did not pass the system check after several attempts. This alleged failure mode poses a low risk to a patient, because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.